Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected.

Event description:
On (B)(6) 2016, a customer reported unexpected negative antibody screens when using capture-r ready-screen (3) on a galileo echo instrument.